Manufacturer narrative:
Megadyne has not yet been able to gain access to the device for an eval. A review of the product history indicates this device is a reliable component of electrosurgery. The user facility reports they likely separated the tip from the shaft when withdrawing through the trocar at the end of the procedure. This would require undue force that is beyond the scope of the design and intended use of the device. Should the device become available for eval an investigation will be performed and a supplemental report will be forwarded referencing this report number.

Event description:
Reported that they were using a split stem shaft (0690s), with a mega tip (0605), in a laparoscopic cholecystectomy surgery. After the procedure when the staff was cleaning the instruments they realized that the j hook was no longer on the split stem handle/shaft. The staff that were involved in the procedure were called in to see if they had taken it off and disposed of it. At the same time they were going through the garbage. The j hook was not found. An x-ray was taken of the patient's abdomen and they were able to visualize the j hook. Six hours after the patient's original surgery, the patient was taken back to the operating room to have the j hook removed. It was visualized quickly and removed without apparent injury.